Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was as high as 325 mg/dl. Reportedly, the customer changed the infusion set and cartridge after each event and insulin delivery was resumed. At the time of report, bg was 140 mg/dl.